Manufacturer narrative:
It was reported that the hl20 device displayed the error message ¿runaway¿. The issue was observed prior to use. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair. The failure was not reproducible and no part was replaced. As preventive measure, the fst cleaned the tacho strobe foil of the pump in question (serial# (B)(6)). The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Based on the evaluated facts above, the reported failure could not be confirmed. However, the error message "runaway" can be linked to the most probable root cause according to the hl20 risk assessment: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error), - pump runaway. The review of the non-conformities has been performed on 2025-12-05 for the period of 2019-04-26 to 2025-12-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-04-26. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: runaway" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the turkish market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in turkey. It was reported that the hl20 rpm displayed the error message ¿runaway¿. The issue was observed prior to use. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported failure can lead to an unintentional pump stop. Therefore, a report is required.